Manufacturer narrative:
Marquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Servo vent not cycling, smell smoke. Fst arrived on site found smell eminating from o2 module. Observed and checked internal for any liquid or foreign objects. No foreign liquid/objects found. Found both air/o2 modules to be the old type I. Recommend to customer to upgrade both air/o2 to the type ii as per advisory ltr. Customer agreed replaced air/o2 module with type ii. Preventive maintenance 3000 hour pm. Calibrated. Function check. Test run servo 300 for eight hours before being put back into service.